Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observations cannot be drawn at the time being. There are no supplementing data, and it is not expected that more data will be received. The case is therefore closed. However, if additional information should become available at a later time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - after an implantation period of approximately 1 day, perforation was reported. The rv lead was repositioned.